Manufacturer narrative:
Initial investigation - record review. A review of the mfg. Lot build database for the reported lot# 32575466 (mfg. 06/2016) showed 28000 units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Pending receipt of involved devices. The exact cause(s) of the reported event at this time are unknown.

Event description:
Int'l. ((B)(6)) complaint received reporting leakages/air in lines with use of d1000 tego connectors. The initial information received from distributor reports "..tego has been sucking air and or leaking blood from the side of the tego. .. Tripping increased venous pressure alarm. Treatment resumed after tego change .". There were no reported patient injuries and or adverse consequences. Pt. Maintained baseline status and experienced no injuries and or adverse outcomes.

Manufacturer narrative:
Record review: a review of the mfg. Lot build database for the reported lot# 32575466, (mfg. 06/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: two used tego connectors. The involved mating/access devices were not returned. Visual analysis of the as-received tego connectors did record minor anomaly (small tear on the silicone) on one of the two connectors. During decontamination flushing no leakages were replicated. Engineering testing and analysis was performed per the applicable product specifications. The results recorded no leakages (both in the activated and inactivated states). Findings: testing and analysis of the returned used tego connectors recorded no leakages, performance issues. The exact cause(s) of the reported event at this time are unknown.

Event description:
Int'l. ((B)(6)) complaint received reporting leakages/air in lines with use of d1000 tego connectors. The initial information received from distributor reports "..tego has been sucking air and or leaking blood from the side of the tego. .. Tripping increased venous pressure alarm. Treatment resumed after tego change .". There were no reported patient injuries and or adverse consequences. Pt. Maintained baseline status and experienced no injuries and or adverse outcomes. This is the mfgers. Follow up report to provide device return investigations findings